Event description:
It was reported that the patient's right knee was revised due to global instability. A 16mm duracon insert was revised to a 25mm duracon insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.